Manufacturer narrative:
(B)(4). The returned driver from lot mi26019 was broken. Due to this damage, the driver was submitted for fracture analysis. The broken driver tip was not submitted for analysis. Optical imaging of the broken tip reveals plastic deformation at the hexlobes, indicating a torsional overload of the fractured tip. This suggests the fractured tip underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tip breaking cannot be determined from the samples and the information provided. The results of fracture analysis have determined that a probable root cause is a quasi-static overload torsional shear failure due to unexpectedly high forces placed on the tip. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Two instruments broke during surgery. Tips were retrieved. Complaint form sent per complaint form: surgeon used first broken poly driver as a removal tool for wrong interface of old screw and stripped the driver. Second driver was broken due to incorrect loading by surgical tech. Surgeon was implanting a new screw and driver snapped off into shank interface. Broken piece could then not be retrieved.